Manufacturer narrative:
Date of report: 23jul2019. Date received by manufacturer: 12jul2019. A gas delivery system (gds) assembly was returned to the manufacturer for failure investigation (fi). It was determined that the defective u1 on the airflow sensor pcba created the airflow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. (B)(4). The manufacturer¿s international service technician confirmed the reported accuracy issue. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the oxygen accuracy test performance verification test (pvt) 7 at the 100% setting. There was no patient involvement. Event date not specified: estimate used.